Event description:
It was reported that the handpiece rec'd an error 3 during a case. The case was completed with the handpiece with no pt consequence.

Manufacturer narrative:
Torn isolator. Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.